Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737 (software version: (B)(4)). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was difficulty when importing stealthviz models. A medtronic representative (rep) called technical services (ts) after having difficulty with importing tracts from the stealthviz to the navigation system. The rep tried multiple attempts that duplicated the data, which increased the total number of exams. Ts showed the rep how to export a different format of tracts; this allowed for a smoother process and the rep was able to display the tracts he needed. However, this caused a low performance error. Ts recommended removing extra datasets and restarting the system which improved performance. Resolution of the issue was confirmed on call. There was a 5-minute delay to the case due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.